Manufacturer narrative:
Regarding the previous supplemental report: g4 was input as 16apr2019, the correct date should have been 16aug2019. Manufacturing investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Pump power, estimated flow, and average pi typically ranged from 4 to 6.2 watts, 4.5 to 7.7 lpm, and 2.6 to 6.5, respectively. Elevations in pump power and estimated flow were noted beginning on (B)(6) 2018, ranging from 8.7 to 12.3 watts and 9.3 to 12 lpm, respectively. Most of these elevations appeared to be associated with pi events. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. It was reported that the vad coordinator recognized unexpected high power. Additional information was provided stating pump thrombosis was confirmed via log files and laboratory values. The patient had lysis therapy on (B)(6) 2019. After that, all parameters returned to standard range including the laboratory values. The patient was stable at that time. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records (documents #(B)(4)) for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 4feb2014 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was reported indicating that pump thrombosis was confirmed via laboratory values. The patient received lysis therapy on (B)(6) 2019. All parameters and laboratory values returned to normal. No further information was provided.

Manufacturer narrative:
Approximate age of device: 5 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the account recognized high power consumption on (B)(6) 2019. The patient remained stable in the intensive care unit (ICU), the account suspected pump thrombosis. No further information was provided.